Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from an unspecified location. Additionally, it was reported that a cartridge change error message occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide information regarding the events.